Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had unresponsive down arrow button due to corroded keypad trace. No button error alarms occurred. However unit backlight functions properly. The insulin pump was tested with a test keypad and no frozen display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm and frozen display. The blood glucose at the time of the incident was 55 mg/dl, but treated with glucose tablets. The customer state her blood glucose has been fluctuating. She states the insulin pump froze; the backlight would not work; the pump would not rewind; and she received a button error alarm. Troubleshooting was not performed, because the customer declined. The device will be returned for analysis.